Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was further determined that the device failed due to lack of service and lubrication; damaging the internal motor. The assignable root cause was determined to be due to premature wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor power of the compact air drive device was too low. It was further determined that the device was working, however, it had low power. It was further determined that the device failed pretest for check the power with test bench: min. 110 to 160 w. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Upon further review of the device evaluation, the assignable root cause was updated. The assignable root cause has been updated from premature wear from normal use and servicing to improper maintenance. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.